Event description:
While at home, a therapy pt being supported by a left ventricular assist device (lvad), connected to a power base unit and system monitor, experienced a rate increase to 112bpm and then dropped to 50bpm. The pt's spouse changed out the system controller with no change. Pt normally runs at a rate in teh 80's to 90's bpm range. There were no audible or visual alarms. The pt was admitted to the hosp for ovservation and was placed in a fixed rate of 80bpm. Sixteen days later the pt experienced a metal on metal sound coming from the pump and the pump intermittently stopped and restarted. The device alarmed during the event. The vent filter showed increased dust accumulation, echo performed a week prior to the pump stoppage event noted moderate al and the inflow valve appeared to be competent. Waveforms were not concerning and the vent filter analysis showed possible fluid ingress, but no trace of titanium or copper to indicate a problem. The pt was returned to the or for a pump replacement in 2006. The pt remains stable and on lvad support on the replacement device. The device has been returned to the manufacturer for analysis.